Manufacturer narrative:
(B)(4).

Event description:
Patient details are male, initials (B)(6). Procedure is one or all of the following procedures (lap hiatal hernia repair and nissen fundoplication, lap repair of internal hernia). Surgical time extended by 30 minutes with no adverse event. The needle fell out of device while in patient several times, and was retrieved with a grasper. There was no tissue damage. There was no blood loss. The current patient status is fine.

Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the needle disengaged during suturing. There was no injury or hazard to patient or user.